Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-03133. Reference manufacturer report number: 1627487-2019-09281.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-03133. Reference manufacturer report number: 1627487-2019-09281. It was reported that the patient was not experiencing adequate therapy with their scs system. Reprogramming was attempted to no avail. In turn, the patient underwent surgical intervention where the entire scs system was explanted.